Event description:
It was reported that a user experienced an elevated blood glucose of 215 mg/dl after a missed meal announcement, and was advised that the ilet would deliver correction insulin as the algorithm detected the rise and sufficient time had passed; no device faults or supply issues were reported. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond standard device-guided correction and no hospitalization. Investigation included customer interview and troubleshooting with education regarding appropriate use of meal announcements and reliance on automated correction. Investigation of this case revealed no device malfunction and normal algorithmic behavior consistent with an unannounced meal, indicating use-related factors rather than a device problem. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement, with the device performing as designed.